Event description:
Pronto was used uneventfully in three successive thrombus extractions for a patient's coronary system. After third extraction it was noted that the catheter markerband remained on the wire. The physician attempted unsuccessfully to snare the markerband. The markerband was placed into a small distal side branch of the intermediate artery.